Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge and inspect the o-ring, ensuring it was intact and undamaged. They were also guided to clean the pneumatic tap area and ensure the cartridge was properly attached. Despite initial difficulties in loading a new cartridge, the customer successfully completed the process with technical support's assistance and resumed insulin therapy.